Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient's infusion set fell off during use. The infusion set was used for 30 min, a couple of seconds. Also, the area of insertion cleaned and air-dried. The blood glucose level of the patient was 110 mg/dl no further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.